Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken/frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Grasping was being performed when the issue occurred. No report of any collision. No cable issues were noted. Images were provided for review. No fragment fell into patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.